Event description:
A pt in (B)(6) was undergoing therapeutic plasma exchange (tpe). Approximately one minute after beginning treatment, the nurse observed an external blood leak between the dialyzer and the blood line; treatment was discontinued and the blood in the extracorporeal circuit was returned to the pt. A new treatment was successfully initiated using a new prismaflex tpe2000 set and the same prismaflex control unit. The pt was not symptomatic as a result of this event. MFR ref# 8010182-2015-00015.